Manufacturer narrative:
In this case, returned device analysis identified the clip to be unable to open or close. Additionally, the reported difficult to remove- cds/sgc (clip delivery system / steerable guide catheter) was confirmed.. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided and the analysis of the returned device, the reported difficult to remove the cds from the sgc is related to procedural conditions associated with inability to fully close the clip and attempting to retract the open clip into the sgc. However, a cause for the reported inability to open and close the clip at the account, cannot be determined. Perforation (atrial: no treatment) associated with the widening transseptal puncture was due interaction between anatomy and the open clip during withdrawal (clip withdrawn not in sgc tip), which was due to the clip being unable to close. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported perforation (atrial: no treatment) associated with the widening transseptal puncture was due interaction between anatomy and the clip during withdrawal (clip withdrawn not in sgc tip), which was due to the clip being unable to close. Without the device to analyze, the cause of the reported difficult to open or close (clip close - inability) associated with the inability to close the clip, and the reported difficult to open or close (clip open inability - anatomy) associated with the inability to open the clip, could not be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a perforation. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4 and pressure gradient of 2. A mitraclip xtw was successfully implanted, reducing mr to a grade of 2. To further reduce mr, another xtw was inserted, and grasping was performed. However, the gradient increased to 8mmhg, causing the blood pressure to decrease. Due to the increased gradient, the clip was retracted back into the left atrium (la). It was noted that the gradient returned to baseline and the blood pressure normalized. It was then observed that the clip would not open past 10 degrees. Troubleshooting was performed, but the issue was unable to be resolved. It was then observed the clip was unable to close and remained opened at 10 degrees. The clip delivery system (cds) and steerable guide catheter (sgc) were removed together. It was noted the clip was not able to retract into the sgc but caused damage to the septum during removal. The mr remained at a grade of 2; therefore, the physician decided to discontinue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.